Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels and the cause was not known. Insulin injections were administered to address the bg level. As the customer was not experiencing a high bg at the time of the report, tandem technical support advised the contact to discuss the event with a healthcare provider.